Event description:
A customer contacted baxter (B)(4) regarding assistance with the homechoice (hc) unit during dwell 4 of 7. Per the initial report, home patient (hp) had a system error 2240 (air in the set). The hp found the supply bag was disconnected. The technical service representative (tsr) had the hp disconnect using aseptic technique and remove the cassette. (B)(4) contacted hp on (B)(6) 2011 regarding the reported problem. The hp did not complete therapy on the (B)(6) 2011. The hp stated she saw her nurse (rn) and the rn started her on antibiotics prophylactically. The hp did not notice any defects with the original supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was confirmed; per the complaint information the root cause of the se 2240 is due to air being sucked into the disposable after the supply bag disconnected. The home patient (hp) found the supply bag was disconnected. The label review found the patient at home guide to be adequate for the use error in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This is being investigated through CAPA. The assignable cause for the reported problem was the supply bag disconnected.